Event description:
It was reported that during daily inspection, when the device was turned on, the circuit breaker was found to be tripped, and a burnt smell was noted. The fuse was found to be blown. The device operated normally after repeated power cycle. The fuse was reinstalled and secured. There was no patient or procedure involved in the event.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The unit was serviced onsite by a field service engineer (fse). The fse fixed the fuse, the problem was resolved, and the unit was within specification. Based on the analysis results, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. The event of smoking was not duplicated during the service; however, it is likely it was caused by the tripping fuse at the moment of the reported event.